Event description:
Knee effusion [joint effusion]. Twisted his left knee getting out of the car [ligament sprain]. Left knee hurt [arthralgia]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) male patient, initials unknown, with osteoarthritis of knee (unspecified). The patient's medical history was significant for previous use of synvisc (first series) into both knees six months ago. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection (second series) into both knees, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2012, the patient received third injection of synvisc (second series) into both knees. On (B)(6) 2012, the patient "twisted his left knee getting out of the car" and hurt it. On (B)(6) 2012, arthrocentesis was performed and 60 cc of cloudy fluid was removed from his knee. On an unspecified date, in 2012, the patient visited emergency and his knee was drained again. On (B)(6) 2012, the patient recovered from the events of "twisted his left knee getting out of the car" and "left knee hurt." No action was taken with synvisc treatment. The outcome for the event of knee effusion was not provided. Concomitant medications were not provided. The reporting physician assessed the relationship between synvisc and the events of "twisted his left knee getting out of car" and "left knee hurt" as unrelated. The relationship between synvisc and the event of knee effusion was not provided by the reporter.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.